Event description:
During the device evaluation, that the uretero-reno videoscope was found to exhibit a dirty, charged coupled device, cover lens. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the dirty cover lens could not be determined, however, the issue was likely the result of external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.